Manufacturer narrative:
(B)(6) this device is same and/or similar to a device approved for distribution in the us. On 21 february 2018, the reporter (B)(6) sent pump serial (B)(4) to the smiths medical service department ((B)(6)) for routine service with a service request description of "maintenance 5 years". The reporter did not contact smiths medical regarding a product performance problem until 26 february 2018. By 26 february 2018 the device had been inspected and serviced by the service department in (B)(6). Devices returned for routine service do not have evaluation of the event history log performed. Therefore pump (B)(4) was serviced by smiths medical and returned to reporter with no download of the event history log. After service, the pump was given delivery accuracy testing and other functional tests: these test showed the device performance met with specifications. No issues were identified. During service the pump software was also updated; this update would have removed any event log information. No further investigation can be performed since the device event history log information for reported event date ((B)(6) 2017) is not available. The reported issue could not be confirmed.

Event description:
It was reported that a cadd-legacy® plus pump turned off suddenly during infusion. The patient had changed their cassette in the presence of a nurse and the pump worked properly. During the day, the patient complained of shortness of breath and tremors, but the patient did not control their pump. The nurse noticed the pump was turned off. The pump was changed and the patient resumed medication. The patient was transferred to the hospital. No permanent injury was reported.